Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD) with a chronic implantable defibrillation lead, high out of range shock impedance measurements greater than 200 ohms were observed in the triad configuration. Boston scientific technical services (ts) discussed troubleshooting options. Programming changes were made and final shock impedance measurements were observed to be within normal limits at 104 ohms. No adverse patient effects were reported. This product remains implanted and in service.